Manufacturer narrative:
E1: initial reporter address 1- (B)(6). Device evaluated by MFR: the device was returned for analysis. A visual and tactile inspection identified a complete break of the outer sheath located at the guidewire port. Blood was identified inside the delivery system which is evidence that the device may have been inside the patient. A visual and tactile examination found no issues with the tip of the device.

Event description:
It was reported that partial deployment occurred. A 10.0-37 carotid monorail self-expanding stent was selected for use. During the procedure, balloon dilation was performed in the internal carotid artery, followed by the planned stent implantation. The stent was taken out from the delivery tray and found that the stent was dislodged. The procedure was completed with another of the same device. No patient complications reported, and the patient condition following procedure was stable.

Event description:
It was reported that inadvertent deployment occurred. A 10.0-37 carotid monorail self-expanding stent was selected for use. During the procedure, balloon dilation was performed in the internal carotid artery, followed by the planned stent implantation. The stent was taken out from the delivery tray and found that the stent was dislodged. The procedure was completed with another of the same device. No patient complications reported, and the patient condition following procedure was stable.